Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the left and right brackets were broken off and the motors were damaged.